Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted rupture was not observed. Additional observations noted wear abrasion, deformation and creases.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported "rupture." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional later reported, "rupture". Device has been explanted and replaced.